Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer wore the pump against their skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. Although requested, the customer declined to perform troubleshooting with tandem technical support. Blood glucose level was 184 mg/dl.